Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections b5, e1-e3, d4-expiration date, h4, and h6 (type of investigation). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received notification that this 23mm valve implanted in the mitral position was explanted due to calcification leading to stenosis after an implant duration of 5 years and 2 months. This case involved a 64-y-o patient. A 25mm valve was implanted in replacement. The patient was discharged. Indication for initial replacement was aortic valve stenosis. The explanted device returned for evaluation. As per product evaluation results, customer reports of calcification and stenosis were confirmed. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis.

Manufacturer narrative:
Device evaluation: customer reports of calcification and stenosis were confirmed. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of all three leaflets on both the inflow and outflow aspects. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at the both the outflow and inflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Wireform was exposed around leaflet 3 on the outflow aspect and on commissure 1. Additional manufacturer narrative: the device was returned to edwards for evaluation. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. It is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this 23mm valve implanted in the mitral position was explanted due to calcification leading to stenosis after an implant duration of 5 years and 2 months. This case involved a (B)(6) patient. A 25mm valve was implanted in replacement. The patient was noted as to be recovering after the procedure. Indication for initial replacement was aortic valve stenosis. The explanted device returned for evaluation. As per product evaluation results, customer reports of calcification and stenosis were confirmed. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis.